Event description:
It was reported that insulin was squirt out of the tubing during prime. Customer was disconnected during prime. No prime alarm found in the alarm history. The drive support cap appears normal. Customer restarted the prime process and insulin did not continue to drip. Customer was unsure if motor slows down. The priming sequence was repeated 3 times and insulin squirted out each time. Displacement test passed. Blood glucose value is 7.9 mmol/l. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.